Event description:
It was reported that the user experienced difficulty attaching and locking a luer connector to the cartridge, preventing secure connection, and subsequently resolved the issue by using a new luer connector from the same box. Symptoms included no adverse clinical effects and no change in blood glucose levels. Outcomes included continued use without alerts or alarms and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed that replacing the luer connector restored proper function. It was concluded that the issue was related to a single luer connector that failed to lock, and the device system operated as expected with a new connector.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.